Event description:
It was reported that the patient experienced difficulty recharging the implantable neurostimulator. The slightest movement by the patient caused the recharger to lose contact with the neurostimulator. It was noted that the neurostimulator did not appear to be level. When the patient was in the operating room (or), the physician stated that the device would be repositioned and replaced. It was suggested that the neurostimulator was not the cause of the reported issue. As the device also caused the patient pain, the physician decided to replace it. The device was, thus, removed and replaced. The explanted device was sent to the hospital pathology department. No information was reported related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 3778, lot# v420729011, implanted:2010-(B)(6), explanted:na; lead model 3778, lot# v420729012, implanted:2010-(B)(6), explanted:na; programmer, model 37743, lot# nke143940n; recharger model 37752, lot# nka135687n.